Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient states the luer lock became disconnected from the cartridge causing insulin to leak. This caused the patients¿ blood glucose to increase. The patient could not walk, had blurry vision and was unable to self-treat. Patient¿s mother assisted the patient in changing the infusion set and administering insulin via syringe in order to lower blood glucose. The lot number of the infusion set was not provided. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.